Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample did not meet specification as received by medtronic. Details regarding a visual inspection were not provided. There was no patient involved. The reported condition was confirmed. The investigation identified the cause of the reported event to be the return electrode monitoring (rem) calibration. The rem was calibrated to address the condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during set up, rem (return electrode management) test failed wherein the rem (return electrode management) signaled should not be green, the unit stayed green. There was no patient involved.